Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Mother calling on behalf of her daughter (consumer). The consumer stated that during removal, the tampon came apart into pieces.